Event description:
It was reported that the ilet pump did not charge despite being connected to a charger for over two hours, and the charger also failed to charge a phone, suggesting a charging issue consistent with premature battery discharge and involving the battery component; limited education was provided to proceed with meal announcements within the appropriate timeframe. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with a battery-related component issue and premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.